Manufacturer narrative:
Photo analysis: visual analysis of the photographs identified: pain: unable to observe since it is not related to the device. Hematoma: unable to observe since it is not related to the device. Drainage: unable to observe since it is not related to the device. Seroma: unable to observe since it is not related to the device. Pruritus: unable to observe since it is not related to the device. Capsular contracture: unable to observe since it is not related to the device. Anxiety-product/procedure: unable to observe since it is not related to the device. No additional observations were carried out. No further actions are required as no manufacturing issues are observed.

Event description:
A patient reported that they experienced the events of ¿feels pain in both breasts¿ and ¿physician has noted red liquid in left side." Healthcare professional reported patient experienced the events of ¿small amount of fluid around the implants¿, and ¿breast discharge of dark color." Healthcare later reported "left side: itching, hot, pain, grade IV contracture and encapsulation. Patient reports that contacted us a long time ago because learned about the recall. The device has been explanted.

Event description:
Patient reported left side "pain" and "red liquid". Healthcare professional additionally reported left "small amount of fluid around the implants" and "breast discharge of dark color". Patient later reported left "itching", "recall" and capsular contracture baker grade iii. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade iii.

Event description:
Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
A patient reported that they experienced the events of ¿feels pain in both breasts¿ and ¿physician has noted red liquid in left side." Healthcare professional reported patient experienced the events of ¿small amount of fluid around the implants¿, and ¿breast discharge of dark color." Healthcare later reported "left side: itching, hot, pain, grade IV contracture and encapsulation. Patient reports that contacted us a long time ago because learned about the recall. Device status is unknown.